Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2025, the patient¿s cgm was reading high mg/dl on the patient¿s omnipod insulin pump while the bg meter was reading 132 mg/dl. The patient was asymptomatic at this time. The patient trusted the cgm value and self-treated with insulin based on the high mg/dl value. At an unspecified time later, the patient passed out due to giving herself too much insulin. The patient was taken to the emergency room by her husband. At the ER, the patient¿s bg meter reading was 19 mg/dl. The patient cannot recall what she was treated with other than peanut butter and crackers once she was awake. The patient was discharged home after 2 days. While hospitalized, the patient put in a new sensor and was also trying to pair a new transmitter. The patient had issues with pairing her transmitter and also received a ¿dexcom server unavailable¿ message. The patient was transferred to omnipod for further assistance, and the patient was able to pair the new transmitter to her omnipod insulin pump successfully. The patient was doing well at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.